Event description:
It was reported that the customer delivered a bolus that was larger than it needed to be. The customer's blood glucose (bg) level subsequently decreased to 50 mg/dl. The customer stopped insulin delivery manually on the pump, consumed glucose tablets and carbohydrates to address bg. Recommendation was made to monitor bg levels and contact tandem technical support (cts) if the customer experiences any further issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.